Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was over infusing. No adverse effects reported.

Manufacturer narrative:
Additonal information received on (B)(6) 2019 indicating event date and no patient involvement. Fields updated: date of event, type of reportable event, if follow-up, what type. Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. Functional testing included delivery testing. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. This issue was caused by expulsor issues.